Event description:
It was reported that when using the bd pyxis¿ es server, information not crossed over. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available.upon investigation of the actual device used in this incident, it was determined that information not crossed over. The technical support specialist (tss) identified that the station had been disconnected from the server long enough for data synchronization messages to expire, requiring a full download for recovery. A station database backup was created, and a full synchronization was performed, restoring normal synchronization. Server-side checks showed no communication errors. The system functioned as intended after the technical support specialist (tss) resolved the issue.